Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Device ID for the d4, "other #" field is: 1-av-1086

Event description:
On july 19, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed the apply sample message. The medical affairs specialist (mas) spoke with the patient on july 20, 2006 to obtain/verify the following information: the patient uses an insulin pump with novolog insulin. She obtained a couple of elevated readings on the meter; the last reading was 350 mg/dl at 11:00 am on july 19, 2006. Per insulin pump protocol, she changed the pump insertion site after obtaining the elevated readings. She did not test her blood glucose level after changing the infusion site. She said she exercised more than usual before going to a scheduled doctor's appointment at 1:30 pm. While at the doctor's appointment, she became sweaty and faint. She attempted to test with the reported meter and obtained the apply sample message. She passed out and her blood glucose level was tested by doctor's office personnel on the doctor's device. The patient said a "low" result was obtained on the doctor's meter; she did not know the specific result obtained. The patient was treated with IV glucose in the doctor's office. The customer care advocate (cca) confirmed that the patient used correct testing technique. The cca walked the patient through retesting. The apply sample issue was not resolved. The complaint is reported because the patient was unable to obtain a blood glucose test result with the lfs product when she began to feel symptoms that suggested hypoglycemia. The patient lost consciousness and received medical treatment with IV glucose.